Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted; (B)(6) 2013, dtbb1d1 crt-d, implanted: (B)(6) 2015, 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a pocket infection. Antibiotics were administered. A new rv lead was implanted via internal jugular vein for temporary pacing until a new crt-d system was implanted two weeks later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2008 5071-35 lead, implanted: (B)(6) 2013, dtbb1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.